Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they were experienced the high and low blood glucose. Customer stated blood glucose was 200 mg/dl and not had anything and blood glucose went up to 202 mg/dl. Customer stated last time it was in 50mg/dl, 40 mg/dl, 30 mg/dl and treated with food. The insulin pump will not be returned for analysis.